Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ophthalmic system switched off automatically and could not be turned back on. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report.